Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated there was no device issue, patient/therapy issue, or procedure issue. In regard to the morphine backing up in the body cavity and completely shutting down the patient¿s kidney, the patient had sepsis, pneumonia, and diabetes the patient reported ¿was told this by md at hospital.¿ the pump was turned off by the nurse under supervision of the doctor at patient request. No known device issue. It was further reported it was unknown if the event was related to the patient¿s device or therapy. The cause of the event was not determined. Actions/interventions taken to resolve the events included decreasing to minimum rate mode at the hospital. The hcp was unsure if the event was resolved. The patient¿s weight as of (B)(6) 2018 was (B)(6) pounds and was (B)(6) pounds on (B)(6) 2018. It was noted the patient self-discharged with elective abandonment of pump therapy on (B)(6) 2018 and the pump was not yet explanted to their knowledge. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider's office stated the patient was in the intensive care unit (ICU). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted for spinal pain. The patient reported her pump was not working correctly since (B)(6) 2018 and she told the healthcare provider (hcp) and the hcp ignored her. It was noted she collapsed at home and had to be rushed to the emergency at the hospital. It was reported the morphine was backing up in the body cavity and completely shutting down her kidney, the patient had sepsis, pneumonia, and diabetes. The patient had the pump turned off on (B)(6) 2018 by the nurse. The patient wanted to find a surgeon to remove the pump. The patient was at a 14% for dose increase and they weaned her down to 9% while in the hospital. Physician¿s listings were requested. On (B)(6) 2018, the patient collapsed and rushed to the hospital, morphine was backing up into the body cavity, kidneys shutting down, sepsis, pneumonia, and diabetes. The patient was looking for her company representative (rep) because she just got out of the hospital. The patient was hospitalized and almost died because of her pain pump. She also mentioned that her device was no longer working, and it shut down her kidney. Additional information was received from a consumer on (B)(6) 2018 indicated the patient was trying to get in touch with a company representative (rep). The healthcare provider (hcp) told the patient to contact the rep and mentioned the rep came to the hospital and adjusted the pump. Additional information was received from a healthcare provider (hcp) on (B)(6) 2018 indicated the patient was discharged from their clinic on (B)(6) 2018 and he did not know who the patient's new healthcare provider (hcp) was.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.